Event description:
I think all of u kotex tampons should be on recall. I use super to super plus. I have been using tampons for years because the dr found out I was having allergic reactions to pads years ago. But, I noticed I could not use u kotex anymore due to vaginal dryness, irritation, itch, and yeast infections. A cyst came on my private part in (B)(6) of 2018 and the doctors didn't know where it came from. The doctors gave me antibiotics for bacteria infections and the cyst shrunk. I had to go to the doctor every 3 days to see will the bactrim shrink it. Yet, we didn't know where this problem came from. I started back using the product in (B)(6) 2018 and I started having this problem again. The doctor thought it was a boil but found out that was a cyst from some type of bacteria. I can no longer use this product. I have to use pads as I am not to wear at all. Those tampons soaked me out and I do totally have discomfort everyday even after a bath. There is a problem. U kotex having been using for a long time and I do notice a total different in the problem. I discussed this with my friends months ago that these tampons was my problem, and it has caused a lot of issues in my personal life. There is a difference when I use the pads than using u kotex. In which, I will not be using pads for very long. Frequency: every 4 hours; how was it taken or used: vaginal; therapy duration: 10 year.